Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as pain during intercourse. Urinary incontinence, retention and leakage, abnormal vaginal discharge, chronic constipation, abdominal inflammation, chronic pain and burning on the left side of plaintiff body. Persistent pain and discomfort while sitting, standing, bending over and walking. In addition to physical pain and discomfort, plaintiff suffers psychologically and emotionally.